Event description:
The account alleged the brake/steer is not working when the pedal is pressed. The head end brake casters would set but the foot end brake casters wouldn't because the connection arm was broken.

Manufacturer narrative:
The technician used a brake/steer upgrade to repair the stretcher.